Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked from an unspecified location. Solution was found in the bag containing the device. The device contained benzylpenicillin 14400mg in sodium chloride 0.9%. This was identified at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 25, 2020 - august 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.